Event description:
Durin bunionectomy, md inserted wire approx med-shaft in first metatarsal. Propeller head screw was placed over wire. When md was inserting screwa, he noted 2 of the 3 cutting heads had broken off. The screw was removed, and another screw used to complete the procedure.